Event description:
Abdominal mass surgery required an emergency mesh implantation of a bard ventralight st. Within a week I developed a serious infection and was hospitalized. My wound did not close within 5 months. Even with assistance from a wound vac. I started having bowel problems, cysts, fevers, infections, wound drainage, teeth deterioration, pain, inflammation, bloating, swelling, heat generating from my stomach where my mesh was. I developed a hernia, and found that my mesh had dislocated and was in a ball. I also developed streptococcus b. On (B)(6) 2018, I had my mesh removed and my hernia repaired. Since the mesh was removed, I have not had an infection. My wound closed fully within 3 weeks. The pathology reported rendered on the removed, mesh came back infected and dislocated.